Event description:
Us customer contacted cepheid to discuss discrepant results with xpert xpress cov-2/flu/rsv plus. A sample was collected from a symptomatic patient was tested using xpert xpress cov-2/flu/rsv plus. The sample was processed per pi on (B)(6) 2022, which resulted in sars cov-2 neg/ flu a neg/ flu b neg/ rsv neg. Since the patient was symptomatic, the clinic tested the patient with an antigen test for either flu or sars that came back positive for either virus on (B)(6) 2022. A recollected sample was used. The customer was unable to confirm whether patient was flu or sars positive, just that they had a positive result. Both results were reported to the physician. There is no known death, injury or deterioration in health related to the discrepancy.

Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results with xpert xpress cov-2/flu/rsv plus. A sample was collected from a symptomatic patient was tested using xpert xpress cov-2/flu/rsv plus. The sample was processed per pi on (B)(6) 2022, which resulted in sars cov-2 neg/ flu a neg/ flu b neg/ rsv neg. Since the patient was symptomatic, the clinic tested the patient with an antigen test for either flu or sars that came back positive for either virus on (B)(6) 2022. A recollected sample was used. The customer was unable to confirm whether patient was flu or sars positive, just that they had a positive result. Both results were reported to the physician. There is no known death, injury or deterioration in health related to the discrepancy. This case involves a symptomatic patient who tested negative by the xpress cov2/flu/rsv plus test. The spc pcr curve was normal, indicating no product malfunction. Customer claims that a rapid antigen test was positive, but not known which virus. Without this information it is difficult to determine likely true result. Customer reported no harm to patient. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Device evaluated by manufacturer: answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.